Event description:
The account alleged the trendelenberg assembly was not functioning. No patient impact.

Manufacturer narrative:
The account replaced the trendelenberg assembly to resolve the issue.